Manufacturer narrative:
Device evaluation summary: visual analysis was performed, and it was found with reddish material on distal tip. A closer second visual inspection was performed, and it was found with red-brownish color under the pebax, a hole on it and internal parts exposed. The magnetic, ECG and force features were tested, and no issues were observed. In addition, the catheter was deflecting correctly. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The customer complaint regarding force issue was unable to duplicate during the product investigation; however, the blood inside the pebax area found could be related to the reported issue. The root cause of the damage on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and developed pericardial effusion requiring no interventions nor extended hospitalization. In addition, the biosense webster, inc. Product analysis lab observed a hole in the pebax. Initially, during the procedure ECG noise was displayed on both, the carto 3 system and recording systems in the ablation signals. It was also reported that the catheter force vector was displayed inappropriately. No error messages were displayed, the cable was replaced without resolution. The catheter was then replaced, and the issue resolved. The case continued without further incident or harm. The carto 3 system was operating per specifications. Post-procedure a small pericardial effusion was noted by using the soundstar catheter. No medical/surgical intervention nor extended hospitalization was required. The physician did not provide a causality opinion. The adverse event was assessed as not serious and not MDR reportable. The event was not life threatening and did not require medical/surgical intervention to prevent permanent impairment of a body function or permanent damage to a body organ. The noise issue was assessed as not MDR reportable. The patient's heart rhythm was still visible to the operator when the signal noise or loss only affects only the body surface or intracardiac electrograms (but not both). The catheter force vector issue was assessed as not MDR reportable. Despite the incorrect force vector visualization, the device can function as intended, because the catheter can still be displayed using fluoroscopy and carto 3 navigation system. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The risk to the patient was low. The biosense webster inc. Product analysis lab received the device for evaluation and on may 27, 2020 it was observed that there was reddish material found on the distal tip. No visual damages to the pebax were observed. This returned condition was assessed as not MDR reportable. Since there was no damage to the integrity, then the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. After further assessment on june 15, 2020, it was observed that there was a hole on the pebax and reddish-brown material inside. The hole in the pebax was assessed as a MDR reportable issue. The awareness date of this reportable issue is june 15, 2020.